Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found the hybrid arm nozzle hitting the waste tip discard plate. An alignment on the hybrid arm and multiple tip attach/discard macros were performed without any errors. Also, the fse found a bad tip box that was causing the analyzer to skip tips. The box was wrapped and thrown away. Fse performed sorter tip alignment and was completed without any errors. Then fse ran all 4 corners tip macros procedure without any errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable root cause for this event is misaligned hybrid arm nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 2101 tip detachment failure by hybrid arm and skips tips in tray. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for bhcg fsh, e2, pth, prl and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.